Event description:
The customer contact reported the device intermittently did not deliver a dose when the bolus key was pressed. The device was returned to the biomed dept with a note that stated, bolus key is intermittent. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During the testing at the user facility, it as noted that the device intermittently did not deliver a dose when the bolus key was pressed. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.